Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the patient became unresponsive at home and was brought to the hospital via ems. The hospital staff stated that the patient had an embolic cva (cerebrovascular accident) which could be due to fungal vegetation. The patient had a known fungal driveline infection and positive blood cultures. Five days later, support was withdrawn.

Manufacturer narrative:
The pump was not explanted upon request of the patient's family; therefore, further evaluation on the pump cannot be performed. No further information is available at this time.